Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the clear part was missing on the reservoir area of the insulin pump. The customer's blood glucose 150 mg/dl. The customer was assisted with the troubleshooting. The customer also stated that the reservoir compartment was able to lock in place but does take some force to get out of the position. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received with minor scratches on case, missing reservoir tube o-ring, cracked select button keypad overlay, pillowing keypad overlay, faded serial number label, corroded battery tube and minor scratches on lcd window.